Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Pump educator reported the patient was admitted to the hospital with ketoacidosis on (B)(6) 2014. Pump educator stated this began after cartridge change and by the time of the incident, the patient's blood glucose level went up to 340 mg/dl and ketones. Pump educator reported the father said that before the incident the child had too many hypoglycemic episodes but after he changed the cartridge on (B)(6) 2014, he started having hyperglycemia. Pump educator stated the father believes the elevated blood glucose level was caused by problems in the insulin delivery. Pump educator reported the father tried to change again the cartridge on (B)(6) 2014 but the symptoms and the condition of his child drove them to the local emergency room. Pump educator stated because the patient had a belly ache and nausea, the parents took him to the hospital where he was treated; patient was treated with shots of insulin from an insulin pen. Pump educator reported the parents did not understand that the patient had ketoacidosis because they did not know the symptoms and they did not give him any insulin at home. Patient's normal blood glucose level was not provided. Pump educator reported the patient went home on (B)(6) 2014 and his blood glucose level is now stable around 110 mg/dl. Product was replaced and requested return of the alleged infusion device for evaluation.